Event description:
The customer received a control reading of 380mg/dl on the contour next link. The reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter¿s memory. The reading was sent to the insulin pump, but insulin was not administered. No adverse event was alleged. The test strips were expected to be returned for evaluation.new meter,strips and control were sent to customer.